Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/a33 test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a motor error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated that the screen was flashed and then stopped. Customer reported that the alarm did not appear on the screen. Customer received recurring motor error alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.